Manufacturer narrative:
Based on the provided description of the event, the reported behavior most probably resulted from a software issue: it may occur during the initialization phase of the threshold tests when the user selects the ¿overview¿ screen button: - the user reaches the overview screen and cannot go back to the test screen: the button to reach the test screen remains ¿grey¿, deactivated. - when the capture is lost during the threshold test, the user cannot stop the test. In inductive communication, the initialization phase of the threshold test lasts for some seconds. It is shorter in rf or ble communication. The workaround is to remove the inductive wand from the device or to move the programmer away from the implanted device to stop the rf or ble communication. This action was done by the reporter of the subject complaint. No data, on the implantable device which underwent the pacing threshold test, were provided. A software correction is planned to prevent recurrence of this issue. This case is recorded for trending purposes.

Event description:
Reportedly, when a manual threshold test is started and the home button is pressed in the first few seconds, the screen is frozen, and the test is running in the background. Test cannot be stopped. The only way to stop the test is to remove the programmer head from the gali. After finishing the complete test and looking at the test, the test-screen is reachable. Patient experienced dizzy-spell / pre syncope.